Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The field service engineer found a dirty sample probe. The probe was replaced and correct aspiration was verified. An ise check, calibrations, controls, and precision studies were run. The instrument was confirmed to be functioning correctly. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with the sodium electrode on a cobas 8000 ise module. The customer provided an example of one patient sample with discrepant sodium results. The sample initially resulted in a sodium value of 177 mmol/l and it repeated as 140 mmol/l.

Manufacturer narrative:
The investigation determined the issue is consistent with insufficient pre-analytic sample handling. The investigation did not identify a product problem.